Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that the nozzle was clogged because the watertight packing, silicone adhesive, silicone member, etc. Of the peripheral equipment were damaged and got into the channel. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing that it was found that the air/water channel was blocked. Even though the air/water valve was depressed, there was no air and water feeding from the air/water nozzle. During the incoming inspection for repair at the service department of olympus (B)(4), (B)(4) found that foreign material was exiting from the air/water nozzle which might be caused by insufficient cleaning. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.